Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The service history review cannot be performed since the serial number of the device is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A voluntary medwatch was received at baxter on 08 march 2011 for an unknown flo-gard pump. Customer reported rate of infusion was set at 50ml/hr. After 2.5 hrs 300ml had been delivered. An overinfusion occurred. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.